Manufacturer narrative:
The hemostasis type introducer was received broken in half at the sheath hub. The sheath hub appeared to have torn in half at the distal edge of the suture loop. There was suture material wrapped around the hub just distal of the break site.

Event description:
It was reported that the introducer broke in half in the patient's neck.